Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated in the post anesthesia care unit (pacu) after device implantation. Subsequently, the patient underwent additional surgical intervention and a different s-ICD was successfully implanted. The second s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated in the post anesthesia care unit (pacu) after device implantation. Subsequently, the patient underwent additional surgical intervention and a different s-ICD was successfully implanted. The second s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating no tones were observed while the interrogation difficulties were presenting. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The s-ICD exhibited tones and telemetry was unsuccessful. The device case was cut open revealing inner circuitry, and inner measurements and high powered visual inspection were normal. Probable cause could not be determined because destructive analysis could not find the root cause.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated in the post anesthesia care unit (pacu) after device implantation. Subsequently, the patient underwent additional surgical intervention and a different s-ICD was successfully implanted. The second s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received indicating no tones were observed while the interrogation difficulties were presenting. No additional adverse patient effects were reported.